Event description:
The surgery center reported that a phacoemulsification machine was displaying a safe state 2012 errors and shutting down. There was no patient injury reported.

Manufacturer narrative:
UDI: (B)(4). A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to verify the 2012 errors. The fss replaced the instrument manager printed circuit board (pcb) and cable. In addition, the fss replaced the advantech pcb and hard drive. The doctor database was reinstalled. Furthermore, the footpedal and rear panel connector (rpc) pcb was replaced. The fss verified the footpedal is connected and working. The phacoemulsification machine was tested for three days and no failures were observed during testing. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.